Event description:
It was reported sensitivity (millivolt) test failed. The device was returned for calibration. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the main printed circuit board (pcb) was out of electrical specification. It was also noted that the main clear cover was missing. Further analysis was performed on the main pcb. This analysis found that the reported failure was caused by an intermittent solder defect at an integrated circuit component. (B)(4).